Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that a non-dependent patient presented in clinic for follow-up. Upon interrogation of the pulse generator, episodes of high ventricular rate due to noise were noted. The noise could not be recreated in clinic. The device was explanted and replaced. No patient symptoms were reported.